Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette was "bent and broken" that led to a leak. The home patient (hp) was connected at the time of the event. This was observed during dwell three of seven of peritoneal dialysis (pd) therapy. Renal therapy services (rts) assisted the hp with ending therapy and the hp restarted therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information was available.